Event description:
It was reported that the patient had experienced a return of spasticity. When the pump was interrogated in 2007, the pump was in "security mode". The logs showed that the pump had 5 restarts with low battery message. There was no known electromagnetic interference. The pump was reprogrammed to 119.85 mcg/day. The patient was instructed to seek immediate medical advice if an alarm or any unusual symptoms occurred. The reprogramming was successful and the patient had not medical complications. The pump was used to deliver lioresal.